Event description:
On 12 aug 2008, the distributor reported that on an unknown date, the screw on the rod caliper had worked itself loose. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Evaluation is pending.